Event description:
When the patient was reassessed later in the night, both nursing and patient could hear whistling that sounded like a leak from the tube. The connection site was checked between the pleur-evac and tube, the chest tube site was checked at the chest and were both fine. Leak could still be heard. The entire pleur-evac system was changed, the whistling sound then stopped, and the air leak also stopped. There must have been a hole somewhere in the pleur-evac tubing. Overnight, left chest tube placed to -40cmh20 and right side placed to -20cmh20 ,

Manufacturer narrative:
Qn # (B)(4). One unit of catalog number a-6000-08lf (pe adult-ped dry/ wet lf 6/cs) lot 74m2101785 was received for analysis. Sample wasn't received in its original packaging. It was observed one corner broken of pleur evac unit. The universal connector is broken also. No other issues were observed. Unit was connected to a suction source (nlc06976) to fill the collection chamber with blue water (55 cm h2o vac). No leaks were observed neither the "the whistling sound" was listened as complaint description says. In summary, customer complaint cannot be confirmed since no problem found on sample. No leaks nor "whistling sound" were perceived.

Event description:
When the patient was reassessed later in the night, both nursing and patient could hear whistling that sounded like a leak from the tube. The connection site was checked between the pleur-evac and tube, the chest tube site was checked at the chest and were both fine. Leak could still be heard. The entire pleur-evac system was changed, the whistling sound then stopped, and the air leak also stopped. There must have been a hole somewhere in the pleur-evac tubing. Overnight, left chest tube placed to -40cmh20 and right side placed to -20cmh20.

Manufacturer narrative:
(B)(4). The device history review shows that the product was assembled and inspected according to our specifications. No corrective action can be established at this moment since the product sample is not available for evaluation.